Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.

Event description:
Healthcare professional reported "displacement". This record is for the right side. Device was explanted.